Event description:
Related manufacturer report number: 184149-2018-00158, 9680001-2018-00140, 2184149-2018-00159. During an atrial flutter ablation procedure, there was noise on signals 1 and 2 of the workmate system and those signals didn't display on the ensite system. The impedance value remained at 999 ohms and wouldn't communicate with the tactisys quartz. The catheter was replaced and functioned as intended initially, but after a series of ablations communication was lost. The tactisys was power cycled several times and communication was restored. After three more ablations a steam pop occurred. The catheter was replaced to a non-abbott catheter with a non-abbott generator. Prior to inserting the catheter, the temperature was confirmed to be high. It was replaced again but the issue remained, so the procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
The device was returned due to a communication issue and a steam pop resulting in a cancellation of the procedure. The device met specifications for electrical testing, temperature testing, and optical signal properties. Contact force was displayed when connected to the tactisys unit, with no error messages noted. Additionally, the catheter met specifications during leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.